Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported the patient had his scs device explanted. He had it removed because it was not working. The reason for the explant was that therapy never worked for his pain and the ins was implanted in a bad spot for him to keep the device there. The patient had the device explanted. No further complications were reported/anticipated.